Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device image was reviewed and noise was observed on the right ventricular (rv) lead. No intervention was performed and the lead remains implanted. Patient was stable before, during and after the event and will continue to be monitored.